Event description:
Information was received indicating that a smiths cadd® extension set leaked at the filter during administration. There was no reported injury to the patient.

Manufacturer narrative:
Cadd administration sets returned for analysis. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in one join of the filter with the tube in fourteen of the samples received; the other eight samples were received with delamination in both joins of the filter with the tube. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions. No leaks were detected from the filter, the delamination joins nor the other solvent bonds. Per previous complaints a review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in "complaint description" section of the initial report. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples were successfully tested. No actions are required since the complaint was not confirmed, and the root cause could not be attributed to the manufacturing process. However, manufacturing personnel was notified by the area supervisor on awareness of the failure mode reported by the customer.